Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), libido decreased ("decreased libido"), dyspareunia ("pain during intercourse"), calculus urethral ("uteral stones"), alopecia ("hair loss") and depression ("depression") with anxiety. The patient was treated with surgery (complete hysterectomy to effectuate removal of essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal infection, dysmenorrhoea, menorrhagia, back pain, libido decreased, dyspareunia, calculus urethral, alopecia and depression outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, vaginal infection, dysmenorrhoea, menorrhagia, back pain, libido decreased, dyspareunia, calculus urethral, alopecia and depression to be related to essure. The reporter commented: following the implantation procedure she began experiencing symptoms. Following complete hysterectomy and essure removal symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe lower abdominal pain and abnormal heavy bleeding (interpreted as genital bleeding). Essure was removed approximately 2 years after insertion. These events are anticipated in the reference safety information for essure. Lower abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. She also reported uteral stones (interpreted as calculus urethral) which could be an alternative explanation for the pain. However, given the nature of the events severe lower abdominal pain and abnormal heavy bleeding, and compatible temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding") and nephrolithiasis ("kidney stones") in a 31-year-old female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ureteral calculus (large right pelvic), ureteric obstruction and ureterostomy (manipulation, removal of large calculus, insertion of double j stent.). Previously administered products included for birth control: depo provera from (B)(6) 2014 to (B)(6) 2014; for an unreported indication: ativan from 2013 to 29-aug-2018, zoloft in 2015, amitriptyline from 2008 to 2014 and nuvaring. Concurrent conditions included obesity, hypersomnia, concentration ability impaired, feeling sad, tobacco use disorder, continuous use, acute sinusitis (unspecified), urinary hesitancy, urgency urination, mastodynia, menometrorrhagia, uterine enlargement, acute upper respiratory tract infection (unspecified), uterine prolapse, uterovaginal prolapse (unspecified) and hypertrophy of uterus. Family history included depression (mother). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced weight increased ("weight gain"). On the same day, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and depression ("depression") with anxiety. In december 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), urinary tract infection ("uti") and nausea ("nausea"). On (B)(6) 2015, the patient experienced pollakiuria ("urinary frequency"). In 2015, the patient experienced rash ("rashes"), skin disorder ("skin conditions") and dry skin ("extremely dry skin"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), libido decreased ("decreased libido"), dyspareunia ("pain during intercourse"), ureterolithiasis ("uteral stones"), flank pain ("left flank pain") and arthralgia ("hip pain"). The patient was treated with lorazepam (ativan) and surgery (total robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, depression, vaginal haemorrhage, urinary tract infection, rash, skin disorder, dry skin, migraine, headache, nausea, weight increased, fatigue, pollakiuria, flank pain and arthralgia had resolved and the nephrolithiasis, vaginal infection, libido decreased and ureterolithiasis outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, pollakiuria, rash, skin disorder, ureterolithiasis, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occlusion of fallopian tubes. Pregnancy test - on (B)(6) 2014: negative . (B)(6) 2014, CT (computed tomography) abdomen and pelvis with contrast: moderate right hydro nephrosis and hydro ureter due to an obstructing 0.6 cm distal right ureteral calculus. Linear metallic densities associated with the fallopian tubes consistent with essure procedure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, fatigue, flank pain, pollakiuria, nausea, alopecia and abdominal pain." Concerning the injuries reported in this case, the following ones were extracted via social media:kidney stones. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ureteral calculus, ureteral calculus (large right pelvic), ureteric obstruction and ureterostomy (manipulation, removal of large calculus, insertion of double j stent.). Previously administered products included for birth control: depo provera from (B)(6) 2014 to (B)(6) 2014; for an unreported indication: ativan from 2013 to (B)(6) 2018, zoloft in 2015, amitriptyline from 2008 to 2014 and nuvaring. Concurrent conditions included obesity, hypersomnia, concentration ability impaired, feeling sad, tobacco use disorder, continuous use, acute sinusitis (unspecified), urinary hesitancy, urgency urination, mastodynia, menometrorrhagia, uterine enlargement, acute upper respiratory tract infection (unspecified), uterine prolapse, uterovaginal prolapse (unspecified) and hypertrophy of uterus. Family history included depression (mother). In 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and depression ("depression") with anxiety. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In 2015, the patient experienced alopecia ("hair loss"), rash ("rashes"), skin disorder ("skin conditions"), dry skin ("extremely dry skin"), nausea ("nausea") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), libido decreased ("decreased libido"), dyspareunia ("pain during intercourse"), calculus urethral ("uteral stones"), flank pain ("left flank pain") and arthralgia ("hip pain"). The patient was treated with lorazepam (ativan) and surgery (total robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, depression, vaginal haemorrhage, urinary tract infection, rash, skin disorder, dry skin, migraine, headache, nausea, weight increased, fatigue, pollakiuria, flank pain and arthralgia had resolved and the vaginal infection, libido decreased and calculus urethral outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, calculus urethral, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: following the implantation procedure she began experiencing symptoms. Following complete hysterectomy and essure removal symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occlusion of fallopian tubes. Pregnancy test - on (B)(6) 2014: negative . (B)(6) 2014, CT (computed tomography) abdomen and pelvis with contrast: moderate right hydro nephrosis and hydro ureter due to an obstructing 0.6 cm distal right ureteral calculus. Linear metallic densities associated with the fallopian tubes consistent with essure procedure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, fatigue, flank pain, pollakiuria, nausea, alopecia and abdominal pain." Most recent follow-up information incorporated above includes: on 1-mar-2018: lot number was added. Reporter information was updated. Her demographic was updated. Her historical/concurrent conditions and family history were added. Treatment medication was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ureteral calculus. Previously administered products included for birth control: depo provera from (B)(6) 2014 to (B)(6) 2014; for an unreported indication: ativan from 2013 to (B)(6) 2018, zoloft in 2015, amitriptyline from 2008 to 2014 and nuvaring. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced weight increased ("weight gain"). On the same day, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and depression ("depression") with anxiety. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In 2015, the patient experienced alopecia ("hair loss"), rash ("rashes"), skin disorder ("skin conditions"), dry skin ("extremely dry skin"), nausea ("nausea") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), libido decreased ("decreased libido"), dyspareunia ("pain during intercourse"), calculus urethral (""ureteral" stones"), flank pain ("left flank pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, depression, vaginal haemorrhage, urinary tract infection, rash, skin disorder, dry skin, migraine, headache, nausea, weight increased, fatigue, pollakiuria, flank pain and arthralgia had resolved and the vaginal infection, libido decreased and calculus urethral outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, calculus urethral, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: following the implantation procedure she began experiencing symptoms. Following complete hysterectomy and essure removal symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occlusion of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), uti, rashes, skin conditions, extremely dry skin, bladder problems or change, urinary problems or changes, migraines, headaches, nausea, pain, weight gain, fatigue, urinary frequency, left flank pain, hip pain" were added. New reporter was added. Historical and concomitant conditions and medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding") and nephrolithiasis ("kidney stones") in a 31-year-old female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ureteral calculus, ureteral calculus (large right pelvic), ureteric obstruction and ureterostomy (manipulation, removal of large calculus, insertion of double j stent.). Previously administered products included for birth control: depo provera from (B)(6)2014 to (B)(6)2014; for an unreported indication: ativan from 2013 to (B)(6)2018, zoloft in 2015, amitriptyline from (B)(6) to (B)(6) and nuvaring. Concurrent conditions included obesity, hypersomnia, concentration ability impaired, feeling sad, tobacco use disorder, continuous use, acute sinusitis (unspecified), urinary hesitancy, urgency urination, mastodynia, menometrorrhagia, uterine enlargement, acute upper respiratory tract infection (unspecified), uterine prolapse, uterovaginal prolapse (unspecified) and hypertrophy of uterus. Family history included depression (mother). On (B)(6)2014, the patient had essure inserted.in (B)(6), the patient experienced weight increased ("weight gain"). On the same day, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2014, the patient experienced pelvic pain ("pain") and depression ("depression") with anxiety. In (B)(6)2014, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced urinary tract infection ("uti"). In 2015, the patient experienced alopecia ("hair loss"), rash ("rashes"), skin disorder ("skin conditions"), dry skin ("extremely dry skin"), nausea ("nausea") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), libido decreased ("decreased libido"), dyspareunia ("pain during intercourse"), calculus urethral ("uteral stones"), flank pain ("left flank pain"), arthralgia ("hip pain") and nephrolithiasis (seriousness criterion medically significant). The patient was treated with lorazepam (ativan) and surgery (total robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, depression, vaginal haemorrhage, urinary tract infection, rash, skin disorder, dry skin, migraine, headache, nausea, weight increased, fatigue, pollakiuria, flank pain and arthralgia had resolved and the vaginal infection, libido decreased, calculus urethral and nephrolithiasis outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, calculus urethral, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, pollakiuria, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: following the implantation procedure she began experiencing symptoms. Following complete hysterectomy and essure removal symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: occlusion of fallopian tubes pregnancy test - on (B)(6)2014: negative (B)(6)2014, CT (computed tomography) abdomen and pelvis with contrast: moderate right hydro nephrosis and hydro ureter due to an obstructing 0.6 cm distal right ureteral calculus. Linear metallic densities associated with the fallopian tubes consistent with essure procedure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, fatigue, flank pain, pollakiuria, nausea, alopecia and abdominal pain." Concerning the injuries reported in this case, the following ones were extracted via social media:kidney stones. Most recent follow-up information incorporated above includes: on (B)(6)2018: social media post received: reporter's information was updated. Event added: kidney stones. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe lower abdominal pain and abnormal heavy bleeding (interpreted as genital bleeding). Essure was removed approximately 2 years after insertion. These events are anticipated in the reference safety information for essure. Lower abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. She also reported uteral stones (interpreted as calculus urethral) which could be an alternative explanation for the pain. However, given the nature of the events severe lower abdominal pain and abnormal heavy bleeding, and compatible temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, that a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.